Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial hemorrhage procedure. It was reported that there were merge accuracy issues during the case; this occurred during the registration task. A CT scan and MRI scan were merged and registered, but when verifying accuracy, touching the front of the face showed the back of the head on the software. The anatomical position labels were correct on both scans. When trying with only the CT, the same issue occurred. The CT had overlap with 0.4 spacing and 0.8 thickness. When using only the MRI, everything was accurate. It was noted that the MRI had spacing and thickness of 1, and a registration error of 1.8. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The archives were received and reviewed. The archives show 8 registrations on 1 of 6 CT scans, but only one registration is passing. The scan is not optimal due to scan volume.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found logs and archive were reviewed but provided no additional insight into the root cause of the reported behavior. Was not able to reproduce the issue in-house. If information is provided in the future, a supplemental report will be issued.